Event description:
It was reported that occlusion alarms occurred, but there was no adverse impact on the customer's blood glucose level. The customer initially disconnected the tubing from the site and delivered a 0.5-unit bolus, but the occlusion alarm recurred. Eventually, after disconnecting from the site and loading a new cartridge, the customer successfully delivered a 9-unit bolus. The resolution involved replacing the necessary supplies and resuming insulin therapy.